Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
After original implantation the recipient started to have healing issues. One of the sutures did not close as expected and infection symptoms started. Cultures performed showed a pseudomona infection. Infection was treated with antibiotics (ciprofloxacino). In order to avoid a recurrent infection, the recipient was scheduled for re-implantation surgery on the (B)(6) 2023. Furthermore, activation is scheduled for the end of october.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to a post-operative infection at the surgical incision. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the infection. This is a final report.

Event description:
After initial implantation the recipient started to have wound healing issues. One of the sutures did not close as expected and infection symptoms started. Cultures performed showed a pseudomona infection. Infection was treated with antibiotics (ciprofloxacino). However, the recipient had a leaking infection before summer. The recipient has been re-implanted.